Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) year-old patient required a 20mm transcatheter aortic valve to be implanted inside a disabled 19mm aortic pericardial valve via clinical trial valve-in-valve procedure due to severe calcified stenosis and moderate regurgitation. The implant duration of the original 19mm aortic pericardial valve at the time of the valve-in-valve procedure was approximately four (4) years, six (6) months. Both devices remain implanted. No complications were reported.